Event description:
On (B)(6) 2012, the distributor contacted animas and alleged that the pump has prime issues/ does not recognize the cartridge. This complaint is being reported as the alleged malfunction may affect insulin delivery. There is no allegation of an adverse event related to this complaint.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box shows several "no cartridge detected" warnings during the initial setup of the new pump . During the load step the pump failed to recognize the cartridge giving a "no cartridge detected" alarm . Testing was unable to take the force sensor calibration reading due the "load step malfunction". Pump was opened, a misaligned analog multiplexer used in the force sensor circuit was found on the printed circuit board . No other damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.